Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient recently had a uti just before christmas, and she is done taking the medication. The first couple days her bladder was having spasms and having a terrible time. They got her on some medication to stop the spasming and that's when they noticed when they didn't have the uti they couldn't get to the bathroom in time. When they urinates again it seems like they are not getting to the restroom in time and they are sick of washing clothes. Patient went to the emergency room on christmas eve day and they had a lot of cramping when they tried to go and was only going a teaspoon and it was mostly blood. Patient has never had a uti before except once 50 years ago when she was pregnant with her daughter. When patent had the uti, she didn't feel the stimulation all the time. Every once and a while she would feel a buzz. The patient thinks she needs to turn the stimulation up. Not to long after the patient got the stimulation, she had to turn the stimulation up and it worked fine. Walked caller through connecting the handset and communicator to the stimulator. Patient was showing at 1.1ma and she said she had been at 1.5ma and she hadn't reset it or she didn't do it right because she doesn't know how it got to 1.1ma. Patient increased the stimulation to a comfortable level on the phone. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable.